Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, with the discrepancy being greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by reloading the same cartridge.